Manufacturer narrative:
This case was reported via regulatory authority (reference number: r1615321) on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and angioedema ("quincke's oedema") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), angioedema (seriousness criterion medically significant), menorrhagia ("haemorrhagic menstrual bleeding"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), abdominal pain ("non-gynaecological pain/ abdominal pain"), haematoma ("haematoma") and cutaneous symptom ("functional dermatological signs"). Hysterectomy was scheduled for late (B)(6) 2017. At the time of the report, the pelvic pain, angioedema, menorrhagia, fatigue, arthralgia, abdominal pain, haematoma and cutaneous symptom outcome was unknown. The reporter considered pelvic pain, angioedema, menorrhagia, fatigue, arthralgia, abdominal pain, haematoma and cutaneous symptom to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2747 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: new events added. On 24-mar-2017: nca number. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and quincke's oedema. A hysterectomy was scheduled. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Quincke's oedema is regarded as an unanticipated event. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering its nature and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. In line with health authority's assessment, this case was regarded as incident because surgical intervention is planned. Additionally, non-serious events were reported. The product technical analysis concluded, based on the available information, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority ((B)(4)) on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and angioedema ("quincke's oedema") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), angioedema (seriousness criterion medically significant), menorrhagia ("haemorrhagic menstrual bleeding"), fatigue ("chronic fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy planned for late (B)(6) 2017). At the time of the report, the pelvic pain, angioedema, menorrhagia, fatigue and arthralgia outcome was unknown. The reporter considered pelvic pain, angioedema, menorrhagia, fatigue and arthralgia to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and quincke's oedema. A hysterectomy was planned. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Quincke's oedema is regarded as an unanticipated event. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering its nature and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. In line with health authority's assessment, this case was regarded as incident because surgical intervention will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation was received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and quincke's oedema. A hysterectomy was planned. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Quincke's oedema is regarded as an unanticipated event. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering its nature and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. In line with health authority's assessment, this case was regarded as incident because surgical intervention will be required. Additionally, non-serious events were reported. The product technical analysis concluded, based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from (B)(6) device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.